Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noticed white particles or "cells" on the surface of the lens. Additional info was received from the surgeon who reported a secondary procedure was performed to remove the white particles. In the surgeon's opinion, it is unknown if the device caused or contributed to the event.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).